Event description:
On (B)(6) 2012, pt reported the infusion device shutoff without providing an error message. He heard the infusion device beep and noticed the display was blank. He reported the infusion device was running the last time he checked, and he had not changed the battery. The infusion device restarted on its own and completed the self-test during the troubleshooting call. An e2 battery depleted error was then displayed. Pt reported the infusion device displayed an a2 low battery alert a few weeks ago, and he did not change the battery. The battery cover had not been changed in a "one time." Pt was advised on the MFR recommendations and was sent complimentary batteries and battery covers. Follow-up was completed on (B)(6) 2012, and he had no add'l concerns after he changed the battery and battery cover. The infusion device, battery, and battery cover were replaced and requested for eval due to the infusion device shutting-down without providing an error message. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.